Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204: monitor unusable) has been confirmed. Upon investigation the monitor had failed incoming functionality testing. The monitor's electrode belt connector was physically damaged and broken from the monitor. The cause of the test failure was the broken connector. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it displayed a service code 204: monitor unusable.